Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure: unknown. Hospital: [name] hospital. "This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "Could not cut a tissue". "Report from the sales rep it could not cut a tissue in the body cavity during the procedure. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. From the appearance, we couldn¿t confirm any abnormalities or differences in the scissors. The unit will be returned to amr for further evaluation. Admin# (B)(4)." Products available for return: 1 scissors. Intervention: "the case was completed with the new one." Patient status: "no patient injury"

Event description:
Name of procedure: unknown. Hospital: [name]. "This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." "Could not cut a tissue." "Report from the sales rep: it could not cut a tissue in the body cavity during the procedure. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. From the appearance, we couldn't confirm any abnormalities or differences in the scissors. The unit will be returned to amr for further evaluation. Admin# (B)(4)." Products available for return: 1 scissors. Additional information received via email on 13may2020 from [name] the failure to cut was first noticed during the initial use. After multiple attempts to cut with the device, but it still not cutting well, the device was changed. The user was cutting "blood vessel ligated with thread." Patient status: no patient injury. Type of intervention: "the case was completed with the new one."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, and testing was performed on the event unit. However, the complainant's experience of the scissors not cutting could not be replicated or confirmed as the event unit was able to cut thin polyether polyurethane material and actuated smoothly before and after being used to cut. Applied medical has reviewed the details surrounding the event. At this time, applied medical is unable to determine the root cause or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.